Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high resolution stereo viewer (hrsv) and personality module surgeon console (pmsc) to resolve the issue. Isi received the replaced parts involved with this complaint to perform failure analysis. The hrsv monitor was analyzed and found to be in good condition. The in-house testing of the hrsv monitor into the test system confirmed the issue upon startup. The unit did not power on or show a video feed at all. The unit was left on the system running in normal mode for 20 minutes to see if when warmed up action would change, however, the video feed was still dead. No change occurred after the system was power cycled 5 times. The pmsc was analyzed and found to be in good condition. This unit was installed into the printed circuit assembly (pca) test system and started up with no error. The investigator performed a video check and found that the left eye was blank. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer encountered a fault. The customer stated that the high-resolution stereo viewer (hrsv) left eye gave a blank screen and no error was reported. Left hrsv eye with no backlight seemed like no power. The customer power cycled the system two times, but the issue remained. The customer received phone assistance from the technical support engineer (tse). The customer used a second surgeon side console (ssc) to continue with the procedure. No troubleshooting could be performed as the procedure was ongoing. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the system's self-test was normal but the left hrsv eye had a blank screen. The system initially powered on without errors. The procedure was converted to another ssc.